Event description:
It was reported that patient alert tone was extremely faint and could not be heard the first time it was demonstrated. The tone was heard upon subsequent listening. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.